Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's father reported via phone call that the insulin pump received compromised force sensor system alert. The customer¿s blood glucose level at the time of incident was 264 mg/dl. The customer was treated with lantus. Customer was advised to discontinue use of the device and revert to a back-up plan. The customer was advised that the device would be replaced and agreed to return the insulin pump for analysis.

Manufacturer narrative:
Device passed the displacement test but compromised force sensor system alarm during the basic occlusion test due to loose or protruded drive support disk. Unable to perform the occlusion, prime and excessive no delivery test due to compromised force sensor system alarm. Device received with cracked battery tube threads, cracked lcd window, minor scratched lcd window, cracked reservoir tube lip, cracked case display window corner, missing end cap sticker, stained address number label, cracked belt clip slot and cracked case reservoir tube window corner.